Event description:
It was reported that the subject received a 2.50 x 16 mm study stent to the ramus on (B)(6) 2008 and 2 each 2.75 x 32 mm and 1 each 3.0 x 32 mm non-abbott stents in non-target lesions of the mid right coronary artery (rca). Post residual stenosis of all was 0%. The subject was discharged on (B)(6) 2008. On (B)(6) 2009 the subject had selective left coronary angiogram and successful percutaneous intervention (pci) of the long lesion in the proximal left anterior descending (lad) using a 3.5 x 28 mm promus stent at 16 atmosphere (atm), and pci of the ostial diagonal lesion using a 2.5 x 12 mm promus stent at 9-10 atm. On (B)(6) 2010 the subject had a followup nuclear stress test which showed lateral wall ischemia. After pre-dilatation using a 2.5 x 8 mm non-abbott balloon dilatation catheter (bdc) at 12-14 atm with significant elastic recoil noted, pci was performed for the 80-90% instent restenosis of the diagonal ostium using a 2.5 x 8 mm promus at 16 atm and stenting of the mid lad due to 70% stenosis and significant plaque shift treated with a 3.5 x 8 mm promus stent at 14 atm. Timi 3 flow was noted in the diagonal branch and the lad.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. On (B)(6) 2011 the subject presented with angina symptoms and known coronary artery disease and had been having dyspnea on exertion deteriorating compared to previous. Pci was performed and revealed a high-grade stenosis in the ramus intermedius, proximally and distally around the previously placed stent. Also a haziness in the most proximal portion of the right coronary artery (rca) and in the mid right coronary artery. Intravascular ultrasound (ivus) was performed. Direct stenting was performed in the proximal ramus intermedius and distal ramus intermedius with a 3.0 x 12 mm non-abbott stent distal, and a 2.75 x 12 mm non-abbott stent proximal. Ivus revealed deeply ulcerated mid right coronary artery ulcer with plaque; a 3.5 x 8 mm non-abbott stent was placed. There were no reported adverse patient effects and an excellent result was noted with timi 3 flow. On (B)(6) 2013, 1848 days post index procedure, the subject was admitted to the emergency room (ER) department after she was found poorly arousable with hypotension and was intubated for the same. A computed tomography (CT) scan of the brain showed no acute disease. A chest x-ray showed worsening infiltrate and effusion of the right base and pulmonary congestion. The subject was found to have septic shock and acute respiratory failure along with renal failure. During the same hospitalization the subject had an episode of cardiac arrest for which acls was initiated and was successful. On the same day the subject had a similar episode within an hour. The subject remained on mechanical ventilation; however, the subject was made do not resuscitate (dnr). On (B)(6) 2013, 1850 days post index procedure at 17:25 hrs the subject was found without audible heart tone and was pronounced dead; the cause of death was reported as septic shock. No additional information was provided. The stents remain in the anatomy. There was no reported product deficiency. The reported patient effect of death is listed in the promus everolimus eluting coronary stent system instructions for use as a known patient effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The additional promus stents indicated in the event description are being reported under the same manufacturer report number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.